Event description:
During procedure, stent mal-deployed within the vascular sheath which was in the common femoral artery. While attempting to remove the mal-placed stent, a small fragment remained in the right femoral artery. Pt to or for removal of broken stent and femoral artery repair.